Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Customer reverted to an alternative method of insulin therapy.